Event description:
It was reported that it was observed that the motor drill device "overheated and produced smoke". It was unknown to the reporter if the device was used in surgery or if the alleged malfunction was discovered during pre-check.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  The exact event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device and the device failed temperature specifications. The reported condition was confirmed. Evidence suggests this was due to a failure of the internal motor or mechanical components as a result of excessive force. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).